Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, the customer was unable to slide the cartridge in all the way. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was not impacted.